Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
In the study, "safety of the batteries and power units used in insulin pumps: a pilot cross-sectional study by the association for the study of innovative diabetes treatment in japan", a self-administered questionnaire was submitted by 56 members of the association for innovative diabetes treatment in japan. The scope of the questionnaire covered 1,499 active devices--66, of which had episodes of battery and power-related trouble. It was cited that 40% of the error messages generated by the minimed 620g were pump 'error 25,' also known as, "power error". The power error was caused by the interference of the software operating the insulin pump and indicates drainage of the internal rechargeable battery due to disturbance in its charging process. For example, approximately 40% of the error messages generated by minimed 620g with a cgm sensor were ¿error 25.¿ this ¿error 25¿ is caused by the interference of the software operating the pump, and indicates drainage of the internal rechargeable battery due to the disturbance in its charging process. The reason why almost half of the insulin pumps with battery and power unit problems needed to be replaced in the present study is unclear. Medtronic disclosed that it replaces insulin pumps with multiple episodes of ¿error 25.¿ medtronic has updated the software version of the minimed 620g from 2.6b to 2.9b to reduce ¿error 25¿; however, the effect is unknown at this moment. In the present study, 53.2% of the insulin pumps (across all active brands used in japan) with problems in the batteries or power units needed to be replaced. However, the 620g insulin pumps mentioned in the study were not returned at this time.